Event description:
It was reported the needle mechanism fully deployed before the pod was able to be used. The pod was worn for between 4 and 24 hours. The patient's blood glucose rose to 400 mg/dl.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.